Manufacturer narrative:
Follow-up receipt on 07/jun/2023 from qa department. Complaint number (B)(4). This investigation was conducted for thermacare product nsw 8hr. There was limited device specific information provided. No batch number or return sample was available for evaluation. Without a batch reference number and/or return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. A 36-month trend analysis has been conducted for complaints with an unknown lot number since the date of manufacture is not known for unknown lot numbers. The records search returned a total of 25 complaints for thermacare nsw 8hr products during this time period, for the class/subclass for all adverse events (including burns). There were no complaints confirmed to have a manufacturing related process root cause for a complaint of adverse event safety request for investigation. Based on this search, the data did not show an increase over time. There is not a trend identified for the subclass of adverse event safety request for investigation for thermacare nsw 8hr product. There is no further action required. Considering the current information available for this complaint it is not possible to determine a root cause. However, there are pre-identified risk factors that could cause a burn listed in the hazard analysis (B)(4). There are mitigations in place to prevent these situations such as in-process testing, thermal testing and visual inspections to ensure the quality and safety of the product. There are also multiple risks that are outside the control of the site. These include things like age, skin condition, medical conditions, device use error and off-label use. The warning labels on our product are used to address these risks and relay the appropriate instructions for use to our customers to avoid burns, blisters, and skin irritations. According to (B)(4) hazard analysis thermacare heat wrap product; 8 and 12hrs, effective date: 25-jan-2023, no new risk was identified during the complaint investigation. Based on the information provided, the event of burn blister as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with a device use error. The pi of thermacare neck shoulder wrist mentions that burn blister could be an adverse event of this medical device, whereas it does not mention device use error. Temporal association adverse events-medical device is plausible. Based on the information provided the causal relationship between thermacare neck shoulder wrist and adverse event is considered as possible, for device use error it was considered not assessable. This investigation was conducted for an unknown lot number of neck shoulder and wrist (nsw) 8-hour product. There was limited device specific information provided. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. The complaint was evaluated to identify any potential trends. A trend does not exist for the subclass adverse event safety request for investigation for nsw 8hr products. No new risk was identified during the complaint investigation. Considering the current information available for this complaint it is not possible to determine a root cause.

Event description:
On 06-jun2-2023, angelini s.p.a. Provided the following case to bridges consumer healthcare. Angelini s.p.a. Received the report on 29-may-2023. The report verbatim is as follows: this serious spontaneous case, manufacturer control number (B)(4) (local number (B)(4)) is an initial report from spain received on 27-may-2023 from a consumer/other non-health professional through an amazon comment. This case report concerns a patient (age and sex unknown) with no relevant medical history reported, who applied thermacare neck shoulder wrist (batch number and expiry date unknown) for an unknown indication on low back (device use error). All suspects in case: thermacare neck shoulder wrist on an unknown date after thermacare neck shoulder wrist application, the patient experienced, burn blister. The consumer needed to visit his/her doctor who prescribed him/her an ointment. Outcome: device use error: unknown, burn blister : unknown. The action taken in response to the events for thermacare neck shoulder wrist was unknown. At this moment, there is no way to contact the consumers, who have left a comment. Angelini medical assessment: the pi of thermacare neck shoulder wrist mentions that burn blister could be adverse event of this medical device, whereas it does not mention device use error. Dechallenge and rechallenge were unknown. Temporal association adverse events medical device is plausible. Based on the information provided, the causal relationship between thermacare neck shoulder wrist and the event is considered as possible, for device use error it was considered not assessable. The overall assessment for this case is non-serious/unlabeled/ possible.